Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that a patient reportedly received the following results on the inform system within 10 minutes: 124 mg/dl and 268 mg/dl. Patient was admitted to the ER for hypoglycemia. Staff stated that they obtained a reading of 124 mg/dl and fed patient based upon hypoglycemic symptoms (not provided). Staff then obtained a reading of 268 mg/dl for the patient approximately 6 minutes later. No adverse event reported. Requested return of suspect device and replacement was sent.